Event description:
It was reported that the patient experienced a shocking or jolting sensation following exposure to a theft detector or security gate at a public library. The device was turned on during the exposure. Subsequently the patient still felt sensitive to the stimulation, but not as strong as when he was at the security gate. The patient had scheduled an appointment with his physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387s-40, serial #(B)(4), implanted: 2007 (B)(6), explanted: unknown. Extension: model 748240, serial #(B)(4), implanted: 2007 (B)(6), explanted: unknown.